Event description:
It has been reported to philips that fluoroscopy was aborted. The issue was found during clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that fluoroscopy was aborted. Review of the system log file showed that a x-ray generator errors which resulted in fluoroscopy was aborted and this error could caused by the x-ray generator hardware. Upon inspection, fse found converter 2 (cathode) where short circuit. Fse replaced the x-ray generator converter. After which, the system was returned to use in good working order.the codes were updated based on the investigation outcome. The evaluation method code was corrected.